Event description:
The patient underwent the implantation of a defibrillator lead which failed. This required operative intervention. The lead was extracted and a new defibrillator system was implanted.